Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. According to the reporter of the event, the event was caused by the patient circuit and not the ventilator. The patient circuit was found to be torn. Initially the circuit was taped and then replaced to resolve the issue. The ventilator alarmed to alert the caregiver of the event.